Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps was damaged, with the internal wire becoming dislodged. I observed that dr. Christian was applying excessive force while pulling, pushing, and grasping tissue. Additionally, there were instances of instrument clashing during the procedure, which may have contributed to the damage. The procedure was completed with no reported injury.